Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery, failed battery test, battery out of limit or off no power alarm noted. Insulin pump received with cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had buttons unresponsive. Customer stated that numbers kept scrolling when she entered her blood glucose. Customer's blood glucose was 122 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer mentioned that when she turned on her insulin pump she received failed battery test and placed new battery and still did not work. Customer stated that sometimes she gets low or high blood glucose. Customer stated had one bent cannula. Advised customer if she continues to have issues with the replacement pump to contact us to troubleshoot. No further information provided.